Manufacturer narrative:
H6 investigation conclusions has been corrected.

Event description:
The user facility reported a 75-year-old male noted as high risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. The placement was aborted as the 14fr sheath kinked in the native anatomy and then the cp failed to deliver through the peripheral artery. There was no patient harm or injury from the attempt.

Manufacturer narrative:
No product was returned for analysis. As per clinical, impella access gained through left femoral artery and patient had tortuous, calcified vessels. Kinks were found at the distal end of introducer sheath during delivery and was aborted. No other damages were found relative to the pump. The cause of the delivery issue was patient condition related due to left iliac tortuosity complicating insertion and not advancing past the sheath and into left ventricle. The cause of the introducer damage issue was an introducer sheath kink due to diseased vessel patient condition.